Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dexcom app crash occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A4 weight ¿ correction. B5: describe event or problem ¿ correction h2: correction. H6: type of investigation - correction: remove 3331 + 4121 and replace with 4119.

Event description:
Subsequent to the initial MDR, correction is required.